Manufacturer narrative:
Samples were drawn in 7ml greiner tubes. Qc was within specifications prior to the event. Qc was running high after the event. A field service engineer (fse) was dispatched: the fse ran carryover and precision studies for tg, and results were normal. The fse inspected the instrument. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high triglyceride (tg) results generated by the unicel dxc 800 pro synchron clinical systems. The results were reported out of the lab. The original specimens were re-tested on a different instrument which generated normal tg results. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.